Event description:
The hcp reported the patient developed a persistant pump pocket infection. The patient was treated with broadband antibiotics without success. The pump was explanted and not replaced. The patient outcome was reported as ongoing.